Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported his blood glucose was 400 mg/dl or higher for a week. At the time of this report, customer's blood glucose was 387 mg/dl and his symptoms included lethargy and sore throat. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Settings were programmed accurately. No alarms had been received since high blood glucose began. The bolus history appeared to be correct. Customer declined to perform high pressure test. She was advised to change entire set, reservoir, and insulin and to call back for high pressure test.